Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred. A health care provider reported that a significant difference, approximately a 14 milliliters (ml) difference was noted at a refill. A roller study was intended and the patient¿s oral medication was increased. The reporter had limited information at the time of the report and it was not known what medication this device system delivered or what symptoms the patient had if any. It was later reported that the cause of the discrepancy was thought to be human error. The logs did not indicate any stopping of therapy and the patient had no complaints. The physician attempted to withdraw from the catheter access port (cap) but was unable to do so. The patient was reported as ¿fine¿ and receiving effective therapy. This device system delivered fentanyl.